Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported a low blood glucose (bg) event with readings of 45 mg/dl on the glucometer and 42 mg/dl on the ilet. The user experienced sweating, confusion, and involuntary hand movements. The low bg was treated with high carbohydrates food. The agent explained the delay between sensor and fingerstick readings and advised monitoring bg after treatment. A follow-up fingerstick showed bg had risen to 77 mg/dl, and the user was stable. The lowest blood glucose (bg) recorded was 42 mg/dl. Bg was corrected with carbohydrates. No medical intervention was reported at the time of call.